Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 105424 - ringloc locking ring - 780550; 13-104054 - m/h radial cup - 617690. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04136.

Event description:
It was reported that during a hip procedure, the liner would not seat in the cup. After impacting several times, the ring in the cup was damaged and needed replaced. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.